Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via a merlin@home transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. The low frequency attenuation filter was programmed on. Programming changes were recommended.

Event description:
New information received indicated that the device was explanted and returned.

Manufacturer narrative:
Serious injury. The reported event of post-paced t-wave over sensing was confirmed in the laboratory via review of stored egms. Review of programmed sensitivity settings showed the device was programmed for high sensitivity. Reprogramming to decrease sensitivity was recommended. The device was tested on the bench and no anomalies were found.